Manufacturer narrative:
Pump received with button error alarm and intermittent up arrow button response due to corroded keypad traces. No unexpected numbers scrolling during testing. Pump passed the displacement, rewind, basic occlusion, occlusion, prime/delivery and excessive no delivery test. No motor error alarm noted. Motor passed motor test. Pump received with cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window. (B)(4).

Event description:
Customer reported via phone call to have received a motor error alarm. Customer also reported the numbers continued to scroll on display screen. Customer's blood glucose was 169 mg/dl. During troubleshooting for motor error alarm, it was found that insulin pump was not exposed to magnetic field or MRI; drive support cap appeared normal and customer was unable to complete rewind process. There was no motor position encoder error alarm. Customer was advised that insulin pump would need to be replaced.